Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
D1 d4 updated: "brand name" from "unknown ankylos implant" to "ank c/x impl a8/d3.5/l8". "Catalog number" from "unk ankylos implant" to "31010405".